Event description:
The customer reported one incident of multiple inaccurate replacement scale alarms. The machine started alarming incorrect replacement weight changes shortly after the replacement bag was changed. Facility's intensive care nurse stated that, the scales were not disrupted in any way, there were no kinked lines, no foreign objects were touching the scales and no bags were clamped. According to facility's charge nurse, facility's intensive care nurse programmed the machine to remove 100 ml of fluid from the pt in one hour period and the machine removed 124 ml total from the pt in that time frame.